Event description:
A malfunction on a pump was reported, but no notable events occurred before the malfunction. It was unknown or undisclosed if the issue caused any adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if any issues reappeared.